Event description:
It was reported that the patient thought device delivered a shock after using a high voltage drilling machine and presented to the hospital. Review of data print out showed output circuit damage (ocd) alert. No episodes and no therapy aborted due to ocd were observed. It was noted that this was a false ocd alert due to the drilling machine used. Capacitor maintenance and all measurements were good. The device remains implanted; patient experienced no adverse consequences.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.